Event description:
It was reported that there was a problem with the right ventricular (rv) his lead. The rv-his lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.